Event description:
Spacelabs received a report that a telemetry monitor failed to alarm during a code and the patient died (do not resuscitate).

Event description:
Spacelabs received a report that a telemetry monitor failed to alarm during a code and the patient died (do not resuscitate).

Manufacturer narrative:
A spacelabs field service engineer (fse) tested the subject device at the customer's site and confirmed the device was operating to specifications and all alarms occurred correctly. A review of the waveform data from the intesys clinical suite (ics) database showed the device did alarm before the alleged event. Spacelabs received more data from the customer on (B)(4) 2012. The investigation is underway. There is not sufficient data to identify the root cause at this time. We will provide a supplemental report once our investigation is complete.

Manufacturer narrative:
Testing carried out by a spacelabs field service engineer (fse) on site confirmed the device worked to specifications and all alarms occurred correctly. The alarm report from the intesys clinical suite (ics) database showed the device did alarm before, during and after the reported event. We were unable to obtain a copy of the waveform and the monitor settings for the event. Lacking this information, we are unable to confirm the alleged malfunction of the reported failure to alarm. We have concluded that no further action is required and consider this issue closed.